Manufacturer narrative:
The biomedical engineer reported that the cns (central monitoring system) is experiencing communication loss when trying to use the recorder. Biomedical engineer was asked to uninstall all communication ports and recorder started working again. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The biomedical engineer reported that the cns (central monitoring system) is experiencing communication loss when trying to use the recorder.